Event description:
It was reported that the patient died. It was noted that the patient had developed venous occlusion due to their pacing leads. During lead extraction procedure the patient unexpectedly passed away.

Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted on (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.